Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 400 mg/dl. The customer reported a blood glucose level of 400 mg/dl. The customer claimed diabetic ketoacidosis, chest pain, and pneumonia were treated with an IV insulin drip (intravenous insulin infusion), discontinuation of the insulin delivery device, and hospitalization for an overnight stay. The customer claimed that the cause of the event was chest pain and pneumonia, and the customer also had diabetic ketoacidosis. Treatment for high blood glucose was done through insulin, which was given through an IV. The event involved products mmt-1880, unomedical, mmt-7911na, mmt-332a, and mmt-7020la. The customer used the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer declined to check for possible site or insulin issues. The customer called for an issue not covered by existing troubleshooting guides. No further complications were reported. No product return is required for mmt-1880. No product return is required for unomedical. Mmt-7911na was requested, and the customer response was that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.